Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2008, this patient underwent an endovascular repair of a thoracic aortic aneurysm using a gore&#59412;tag&#59412;thoracic endoprosthesis (tg3115/05861378). The preoperative aneurysm diameter measured 65 mm. On (B)(6) 2008, follow-up imaging showed no endoleak. The aneurysm diameter measured 61 mm. On (B)(6) 2011, follow-up imaging showed a migration of the device distally from the original position. (The distance is unknown.) No endoleak was identified. The aneurysm diameter measured 45 mm. On (B)(6) 2012, the aneurysm diameter measured 60 mm. No endoleak was identified. On (B)(6) 2012, a non-gore stent-graft was implanted to repair the migration.